Manufacturer narrative:
Weight/ethnicity: information unknown/not provided. Date of event: exact date unknown/not provided. Best estimate date is between 6/16/2021-11/3/2021. The device was not returned for analysis, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to blurry vision and visual disturbance. There was no vitrectomy, incision enlargement, or sutures required. A non-johnson & johnson lens was implanted as a replacement. No further information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: 1/5/2022 section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint lens was received inside of a non-jnj sterilization pouch. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.